Manufacturer narrative:
Device evaluated by MFR: the promus select ous mr 16 x 3.00mm stent delivery system (sds) was returned for analysis. The stent was not returned for product analysis. A visual and tactile examination of the hypotube shaft identified a break at 28cm distal to the distal end of the strain relief, which was unreported. No other device issues were identified during returned product analysis.

Event description:
It was reported that stent dislodgement occurred resulting in additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to mid left anterior descending (lad) artery. A 16 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion and the stent was dislodged. The stent was snared and removed from the patient. The procedure was completed with another stent. There were no patient complications reported.

Event description:
It was reported that stent dislodgement occurred resulting in additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to mid left anterior descending (lad) artery. A 16 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion and the stent was dislodged. The stent was snared and removed from the patient. The procedure was completed with another stent. There were no patient complications reported.